Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced poor magnet retention and was treated with an injectable steroid in 2021 (specific date not reported). Subsequently, the patient underwent a skin flap reduction surgery under general anesthesia on (B)(6) 2024. Explant and reimplantation is planned but it is unknown if this taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.